Event description:
It was reported the pt became septic "a couple of days after a refill" of the pt's pump device. Blurred vision was also reported. The pt was admitted to the hospital intensive care unit "for a couple of weeks." It was stated the infection was still present after the couple of weeks, so the pt's health care provider decided to remove the pump device. It was stated after the pt was "doing well." The medication being delivered via the device was lioresal. It was unclear whether the pump was replaced.

Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.